Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. A field service representative was dispatched to the facility to investigate the device and he did not reproduce the reported error. Nevertheless, the patient pump was noisy. A new pump was installed and the device was returned back into service. The most likely root cause of the reported event is related to the environmental conditions in which the pump worked. Indeed, water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may have caused a bearing damage which consequently led to the reported error code.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump malfunction during setup. There was no patient involvement.